Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 6 previously reported events are included in this follow-up record. Product return status: 5 devices were received. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 6 previously reported events are included in this follow-up record. Product return status 6 devices were received.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. - 2 events had the problem identified during a non-clinical procedure. -there was no patient involvement. - 1 event had the problem identified before clinical use/exposure. - 2 events had patient involvement: no patient impact. - 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 6 events were reported for this quarter. Product return status. 1 device was received. 5 device investigation types have not yet been determined. Additional information. 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.